Manufacturer narrative:
The biomedical engineer and the field service engineer (fse) onsite examined the ventilator. No fault was found. The ventilator was in running mode at the biomedical department during 24 days without any issues noted. Since the customer could not reproduce the error and the fse was also unable to reproduce the error, the unit was released back to clinical service. No parts were replaced. Evaluation of received device logs confirm the reported technical error codes on the reported date of event. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error code. The conclusion is that the reported issue can be confirmed in the device logs but it's cause has not been determined since no parts were found faulty and replaced.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient. One indicated disabled valves and the other a communication failure between the control and the monitoring printed-circuit boards. There was no patient harm reported. (B)(4).